Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues charging their implant. Patient stated that they have been trying to charge their implant and that they have tried everything and repositioned and cannot get the implant to charge. Patient noted that they have had this problem for 2 days now and their neuropathy is back. Patient mentioned that the recharger does not plug in to the controller sometimes. Agent had the patient attempt to start a charge session; patient said that they got poor recharge quality. Patient stated that they wished the equipment was easier to work with and to operate; patient added that they wish that there was an easier way to charge their implant. Agent had the patient try again and patient mentioned that they got the battery empty recharge implanted neurostimulator soon message. The issue was not resolved. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that they received the replacement recharger but was still having difficulty charging their implant. Patient mentioned they were charging their implant for over an hour, they noticed the controller battery decreased and the implant was not increasing. Patient mentioned their neuropathy is killing them. Patient was trying to charge the controller; controller showed 70% and implant 0%/red recharging. Agent asked clarifying question and patient mentioned they have the hole of the recharger over their implant. Agent instructed patient to reposition paddle with the solid part over the implant; charge quality was fluctuating between recharging and poor. Patient mentioned the recharger is so narrow and their should be more of the solid part of the recharger added. Agent instructed patient to clean controller port and recharger pins. Patient mentioned they'll get help to try to position the recharger over their implant. Patient mentioned they will call back if further assistance is needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.